Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated fasting blood glucose generated from architect c16000 analyzer. The customer provided the following data: patient 1: 22-year-old male, with a first test result of 41.7 (751) and a retest result of 5.42 mmol/l (97.6 mg/dl) patient 2: 45-year-old female, with a first test result of 27.81 (501) and a retest result of 11.25 mmol/l (202.68 mg/dl). The two samples were repeated three times with good precision, and the results were consistent with the retest results. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) reviewed logs, inspected the instrument and determined the cc cuvette dry tip was worn. The fsr replaced the dry tip and the issue was resolved. No additional discrepant results were reported since the part was replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify an increase in complaint activity. A review of tracking and trending for the cc cuvette dry tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 for serial (B)(6) or the cc cuvette dry tip were identified.

Event description:
The customer reported falsely elevated fasting blood glucose generated from achritect c16000 analyzer. The customer provided the following data: patient 1: 22-year-old male, with a first test result of 41.7 (751) and a retest result of 5.42 mmol/l (97.6 mg/dl). Patient 2: 45-year-old female, with a first test result of 27.81 (501) and a retest result of 11.25 mmol/l (202.68 mg/dl). The two samples were repeated three times with good precision, and the results were consistent with the retest results. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.